Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, during patient use, the autopulse platform (sn (B)(4)) powered off on its own and the user was not able to get the device to power back on. Immediately, the crew reverted to manual CPR. Per user, there is a possible emesis contamination in the autopulse platform and there were no adverse effects to the patient. The contamination occurred during contact with this patient and the crew decontaminated using the sanitizer wipes.

Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4) powered off on its own" was not confirmed during the functional testing and archive data review. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported event. The reported event of "the autopulse platform with possible emesis contamination" was confirmed during functional testing. Upon visual inspection, observed cracked front cover, unrelated to the customer reported event. The top cover was replaced to remedy the issue. The physical damage appear to have been caused by user mishandling. The autopulse platform passed the initial functional testing without any fault or error. Observed fluid ingress upon removing both the front and the bottom cover of the platform. Performed bio-cleaning to remedy the issue. The archive data review showed no significant discrepancies. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).